Manufacturer narrative:
(B)(4). Results: (endoleak), (accessory renal), (treatment of a type b dissection). Conclusions: (accessory renal), (treatment of a type b dissection).

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative type b dissection starting just distal to the left subclavian artery approximately 17 months ago. The aorta was otherwise unremarkable and not very tortuous. The thoracic stent graft was successfully implanted without issues. It was reported that the graft may have been undersized at the time of implant. The patient had no symptoms, but during a recent CT during a follow-up, a distal type I endoleak was discovered. The aorta had continued to dilate, resulting in no distal seal. The physician implanted a 38x38x114 thoracic talent graft distally and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.